Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in good physical condition. The screen was found to be scratched and the keypad and labels were functional and intact. Evidence of the customer's reported problem regarding under delivery was not found in the pump event history log, however the customer's reported was able to be duplicated upon testing. Three separate delivery accuracy tests were performed; at least one test was outside of the pump's delivery accuracy manufacturing specification. The expulsor was replaced to bring delivery accuracy into specification. Additionally, the screen and clock battery were replaced. Based on these investigation results no corrective action will be taken at this time. Smiths medical regularly analyzes product complaint data and trends, and will take further actions accordingly.

Event description:
Distributor requested repair of an ambulatory infusion pump due to "failed accuracy test -11.35%". No patient involvement.

Manufacturer narrative:
One infusion pump was received for device evaluation. Visual inspection found the device to be in good physical condition, with the exception of a scratched screen. A review of the pump event history log was performed and did not reveal evidence of the reported issue as recorded. Functional testing was performed to test for delivery accuracy. Three separate delivery accuracy tests were conducted; one found the pump's delivery accuracy to be outside of manufacturing specification. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.